Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device generated a persistent restart alert 39 indicating an insulin shaft encoder failure despite restarting the pump, and a replacement device was provided while the original unit remained outstanding for return. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, hospitalization, or medical intervention. Investigation included customer support troubleshooting, confirmation of the alert after restart, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.